Event description:
It was reported that two weeks post implant, the lead exhibited impedance greater than 2000 ohms, loss of capture at maximum output in the unipolar and bipolar configurations and approximately 2.0 mv sensing, although failure to sense was also observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.